Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tni) result from a single patient sample that was generated by the access instrument. A patient sample was tested for accu tni and a result of 4.58ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested for accu tni. The repeated accu tni result was 0.01ngml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event, but failed after the event. System check ran on 07/09/06 was within specifications. Customer collects samples in 13x75, without gel tubes and centrifuges at 3,000 rpm for 7 minutes. Specimens are samples from 1ml inserts. No other patient samples were questioned by the customer at the time of the event. A field service engineer (fse) was dispatched to the customer lab in 2006. The fse performed precision testing and obtained multiple flyers. The fse inspected the instrument and discovered issues with the transducer tip and the wash pump valve. The fse replaced the transducer tip and the wash pump valve seal. The fse conducted accu tni precision testing which recovered within specifications. The fse verified that the instrument was operating per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.